Event description:
Caller reported a malfunction on the pump, specifically mentioning the pump screen was unresponsive. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to troubleshoot by plugging the pump into a power source, which resolved the screen issue temporarily, but a malfunction code appeared. Technical support decided to replace the pump and instructed the caller on steps for storing and returning the problematic pump. The customer will use manual daily injections as backup therapy and will receive a replacement pump with updated software.